Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delayed providing therapy because the ventricular tachycardia was misidentified as a supraventricular tachycardia (svt). The patient was pre-syncopal to the ventricular tachycardia. Programming changes were discussed. No interventions or patient consequences were reported.